Event description:
It was reported the patient's dbs lead was exhibiting high impedance on the left side. Consequently, the physician was not able to increase the dbs system amplitude on the left side. Surgical intervention may be taken to address the issue.

Manufacturer narrative:
Device 2 reference MFR report # was inadvertently omitted in the initial MDR.

Event description:
Device 1 of 2. Reference MFR report: 1627487-00314.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference MFR report: 1627487-2019-00314.